Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 290 (mg/dl) with high level of ketones. Reportedly, the customer's healthcare provider (hcp) identified the ketone level as life threatening. An injection via insulin pen was administered. Reportedly, the customer and hcp believed the pump was not delivering insulin. A pump system check was performed with tandem technical support and no device issues were identified. However, the customer maintained the pump was not delivering insulin. Reportedly the customer had manual injections as alternate insulin therapy.